Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm. The blood glucose was 151 mg/dl at the time of the incident. Customer declined troubleshooting for the failed battery test alarm. Customer stated that, it will deliver a part of the bolus and then it will stop and then beep and she tried changing the battery thinking that was the issue and she got a weak battery alarm, states it shows all of the bars for the battery, during the call customer remove the battery and changed it again, it gave her a failed battery test. Customer also reported the no delivery alarm during prime and insulin was exited during 5 units fixed prime test. The device will not be returned for analysis.